Event description:
It was reported that a multi-day infusor leaked. This occurred during a 5 day patient infusion of a chemotherapy regimen. The reporter stated that on the third day of therapy, it was observed that the solution leaked inside of the device housing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture dates: june 8, 2012 - june 11, 2012. The device was returned for evaluation. Visual inspection and functional testing identified a leak coming from the welded area of the volume indicator port located inside the device housing. The initial evaluation confirmed the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.